Event description:
The customer reported the device is not recognizing electrical power. There was no reported adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.